Manufacturer narrative:
The lot number was requested, but to date has not been provided. The device was reported as returning to arthrocare for investigation. To date, the device has not been returned. A f/u report will be provided once the device investigation and lot history review are completed.

Event description:
On (B)(6), 2011, the pt underwent an arthroscopic ankle scope procedure, using a chondral pick 45 degree. It was reported that the tip of the pick broke in the pt's ankle. An x-ray machine was brought into the procedure, and the surgeon opened the pt's ankle to retrieve the broken tip, which resulted in a surgical delay of over an hour.